Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube. The biopsied lesion was reported to be in the left lower lobe (lll). The pneumothorax was identified via a post-procedure x-ray. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.